Event description:
A malfunction alarm was reported by the caller, affecting the pump but not causing the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, providing information and guidance. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if further issues arose.